Manufacturer narrative:
A ge rep evaluated the system and reseated the high voltage connection. System operates as intended.

Event description:
Customer reported poor image quality. Not pt injury was reported.